Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient encountered an air detected in the cassette alarm during dwell 4 of 5. Treatment was cancelled. The patient observed a fluid leak when removing the cassette from the cycler. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was treated with prophylactic antibiotic flotaz for three days and that the patient is asymptomatic. Additional information was solicited. The set may be made available for evaluation.

Manufacturer narrative:
The alleged allegation is not confirmed. The complaint sample is not available and the lot number of product involved is unknown. A search was performed of the lots delivered to the patient, with a time frame of three months before of the event date resulting in 2 lots however no product is available of the lot delivered to the patient, at the distribution centers. The entire lots have been sold and distributed. A device history record was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The actual sample was received from the patient with product code 050-87216, the lot number is unknown, the sample was received without the original package. A visual inspection was performed to the tubing set. During the visual inspection the alleged failure was confirmed, a pinhole at the cassette film was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
*.*